Event description:
It was reported that during an ladg procedure, the device's tissue pad was removed outside the abdominal cavity while cleaning the pad during omentectomy. Unknown how the case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.